Event description:
(B)(6) study, bicuspid cohort. It was reported that prosthetic aortic valve thrombosis occurred. The subject was enrolled into the reprise IV study in september 2019 and the index procedure was performed on the same day. The subject was on prior regimen of aspirin. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then a 27 mm lotus edge valve (lot 24188506) was inserted, however, not implanted since it was difficult or unable to re-sheathe the valve. A second 27 mm lotus edge valve (lot 24188507) was inserted, however, not implanted due to multiple full re-sheaths of the valve. Ultimately, a commercially available 27 mm lotus edge valve (lot 23760319) was implanted. Two days later, the subject was discharged on aspirin. In (B)(6) 2019, 37 days of post index procedure, the subject presented to the enrolling site for the protocol specified 30-day follow-up visit. A 4-dimension computed tomography (CT) scan revealed two areas of thrombus attached to the outside of the stent frame in the native aortic sinuses. The first thrombus (1.0 x 0.9 cm) was in the native non-coronary cusp and the second thrombus (0.9 x 0.6 cm) was attached high on the stent frame near to left main origin. The subject was diagnosed with aortic valve thrombosis and the event was treated medically with aspirin and apixaban. At the time of reporting, the event was considered as recovering/resolving. Four days later, the subject was called and advised to discontinue eliquis and to start coumadin starting the next day. The subject was advised to continue taking baby aspirin.

Event description:
Reprise IV study, bicuspid cohort it was reported that prosthetic aortic valve thrombosis occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. The subject was on prior regimen of aspirin. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then a 27 mm lotus edge valve (lot 24188507) was inserted, however, not implanted due to multiple full re-sheaths of the valve. A second 27 mm lotus edge valve (lot 24188506) was inserted, however, not implanted since it was difficult or unable to re-sheathe the valve. Ultimately, a commercially available 27 mm lotus edge valve (lot 23760319) was implanted. Two days later, the subject was discharged on aspirin. In (B)(6) 2019, 37 days of post index procedure, the subject presented to the enrolling site for the protocol specified 30-day follow-up visit. A 4-dimension computed tomography (CT) scan revealed two areas of thrombus attached to the outside of the stent frame in the native aortic sinuses. The first thrombus (1.0 x 0.9 cm) was in the native non-coronary cusp and the second thrombus (0.9 x 0.6 cm) was attached high on the stent frame near to left main origin. The subject was diagnosed with aortic valve thrombosis and the event was treated medically with aspirin and apixaban. At the time of reporting, the event was considered as recovering/resolving. Four days later, the subject was called and advised to discontinue eliquis and to start coumadin starting the next day. The subject was advised to continue taking baby aspirin. It was further reported that the patient developed left bundle branch block on the same day of the index procedure. No action was taken to treat the event. At the time of reporting, the event was considered to be recovering/resolving.